Event description:
It was reported that the ICD exhibited a system malfunction. It was explanted and replaced.

Manufacturer narrative:
(B)(4). The reported field event of a system malfunction was not confirmed int he laboratory. The device was tested on the bench and no anomalies were found. The cause of the reported system malfunction could not be determined.